Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 311 mg/dl. Upon troubleshooting, it was found that the display did not return. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump was received with a blank display. The problem was isolated to the interface board. The pump also had a cracked reservoir tube lip.